Manufacturer narrative:
Failure to follow instructions (introducer size was 12.5).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 54 mm in diameter abdominal aortic aneurysm. Circumferential aortic mural calcification at the proximal neck was 25 percent. The left hypogastric artery was embolized during the index procedure. The endurant device was not implanted following the instructions for use. It was reported that, approximately six years and three months post index procedure, a CT revealed a distal type I endoleak in the right limb and a proximal type I endoleak in the endurant stent graft bifurcate. The investigator indicated that the proximal type I endoleak was related to the device and not the procedure. The physician determined that no intervention was necessary. No additional sequelae were reported and the patient is being monitored by the physician.

Event description:
Additional information received reported that the cause of the type ia endoleak and type ib endoleak was due to progression of the disease/aneurysm.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.